Event description:
The complaint is reported as: the sheath appeared to pucker up/accordion when inserting the sheath into the dilator. The device was removed and replaced. No patient harm reported. No delay in therapy. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. The fact that the peel-away sheath was split completely down the middle supports the fact that the sample was handled by the customer. Visual analysis revealed several areas where the score line appeared rippled and slightly uneven. Despite this, the sheath was able to split completely down the score line. These rippled areas appear consistent with damage due to undue force being applied during insertion. The length of both halves of the sheath body from the tabs to the distal end measured 4 1/16" , which is within the specification limits of 3 7/8"-4 1/8" per the peel-away graphic. The sheath inner and outer diameter could not be accurately measured as the sheath halves had already been separated. A manual tug test confirmed that the sheath extrusion was secure to the tabs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The IFU also states, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained damage consistent with undue force being applied during insertion. The returned sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the sheath appeared to resemble a "concertina" (contained folds/ripples) , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the sheath appeared to pucker up/accordian when inserting the sheath into the dilator. The device was removed and replaced. No patient harm reported. No delay in therapy. The patient's condition is reported as fine.